Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 184 mg/dl. The customer stated that the device was exposed to water and it occurred in water park. Customer reported that there is fluid under the lcd display. The customer stated that the device was not dropped. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.